Event description:
During a procedure, to treat the reoccurrence of the basilar tip aneurysm, the left vertebral artery was dissected. The physician related this to the tortuousity of the anatomy and the guidewire, a boston scientific device. The vessel dissection was treated with medication and anticoagulation, no other details were provided. There was no clinical consequence to the patient, who was reported to be "neurologically intact".

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event. Additional information was received from the user facility. There were three boston scientific guidewires used during the intervention procedure, and it is unk which one was directly associated with the vessel dissection.